Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer was experiencing an increase in initial reactive rates with architect hbsag and error code 1007 (unable to process test, activated read failure). The test results became stable and the error code resolved after replacing the reaction vessels with a new lot. There was no impact to patient management reported.

Event description:
A customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the home choice during use. The home patient (hp) stated the supply bag was leaking. The technical service representative (tsr) helped the hp end therapy. The tsr advised the hp to contact the nurse regarding being connected and the bag leaking. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.